Manufacturer narrative:
A1: patient identifier: requested, not provided due data privacy. A2: age & date of birth: requested, not provided due data privacy. A3a: sex: requested, not provided due data privacy. A4: weight: requested, not provided due data privacy. A5: ethnicity: requested, not provided due data privacy. A6: race: requested, not provided due data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the anchor of the angio-seal was missing. The angio-seal came out completely when it was pulled back and the patient had to be manually pressed down. No further patient details were available due to data privacy. There was no patient harm. Additional information was received on 05aug2025: the procedure was a percutaneous coronary intervention (pci) using a 6 french procedural sheath. No pre-deployment angiogram was performed. It felt like the anchor was missing, since at the pull-back, it came completely out. No testing was performed to confirm the anchor was not released in the patient. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. Manual compression performed to achieve hemostasis. Low blood loss was reported due to immediate manual compression. The patient was stable. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. There was an attempt to deploy the device, however the presence of dried blood prevented movement within the carrier tube. The device is cut to expose the anchor and collagen. The returned sample was fully mated in used condition and was cut to expose the anchor and collagen. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).